Manufacturer narrative:
Concomitant medical products: 2207-36 ICD implanted: (B)(6) 2007; 1888tc lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had a fracture and delivered inappropriate therapy. The lead was reprogrammed off and later explanted and replaced. No further patient complications have been reported as a result of this event.